Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. D4: UDI number unavailable. G5: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed a crack on the right plunger case and bottom case as well as scratches on the keypad. Review of the event history logs confirmed a "syringe plunger not in place" message. Functional testing was performed and the reported issue was able to be replicated; the syringe plunger not in place was found during the syringe test and the device failed the plunger sensor test. The root cause of the reported issue was q1 broken off from the plunger pcb and the plunger pcb broken off from glue. To correct the issue, the plunger pcb was replaced. The plunger case, bottom case, and keypad were also replaced. The products history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited a plunger malfunction. It is unknown if there was patient involvement, no adverse patient effects were reported.